Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped. As a result, the balloon would not remain inflated. A second short port btt from accessory kit was used with the same result. A replacement device was used to complete the case. The hospital did not report any pt complications. This report is for the first device.